Event description:
A customer reported observing no flow during the use of an interlink vented paclitaxel set. It was noted that this occurred during patient infusion, after priming. This set was used with an unspecified chemotherapeutic solution and an electromechanical infusion pump. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.